Event description:
A report was received that the patient was unable to charge the ipg due to pocket being too deep. The patient underwent a revision procedure and was reportedly doing well postoperatively.